Event description:
Customer reports a small leak at the filter site while infusion paclitaxel in the outpatient infusion area. No patient harm or medical intervention was reported. Although requested, no further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.